Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: left mentor smooth round moderate profile 525cc saline breast implant, catalog number 3501685, serial number (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation revision with mentor smooth round moderate profile 525cc saline breast implants which the right side deflated after implantation. The issue confirmed by the physical examination. As a result, patient underwent bilateral removal and replacement as follow: right replaced with catalog number 3506504bc, serial number (B)(4), and left replaced with catalog number 3503504bc, serial number (B)(4) on (B)(6) 2018.

Manufacturer narrative:
Device evaluation summary: upon receipt by mentor, the device contained no fluid. No foreign material was observed within the device or on the shell surface. During visual examination of the device, product evaluation team observed a crease on the anterior view. A line of shell abrasion was observed within the crease, suggesting in-vivo folding or creasing of the device. Leak testing was performed in accordance with mentor procedures and revealed one leak caused by a rent measuring less than 0.1 cm, discovered within the shell abrasion. No other anomalies were found. Mentor performs 100% inspection and testing of all devices prior to release; product evaluation team concluded that the rent, crease and shell abrasion occurred sometime subsequent to the removal of the device from its protective packaging. The complaint of deflation was confirmed since a rent was found on the device. However, at this point it is not possible to determine the root cause of such damage. Mentor performs 100% inspection and testing of all devices prior to release; product evaluation team concluded that the rent, crease and shell abrasion occurred sometime subsequent to the removal of the device from its protective packaging. There is no evidence that the failures modes are related with manufacturing or product design. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices. Manufacturer¿s reference number: (B)(4).